Manufacturer narrative:
Date of event: estimate of when events began ann vasc surg 2017; -: 1¿8 https://doi.org/10.1016/j.avsg.2017.10.004. If information is provided in the future, a supplemental report will be issued.

Event description:
A study was carried out with 172 patients who underwent 174 endovascular dvt interventions were included in the analysis. Only patients who received an inferior vena cava(ivc) filter were included in the analysis. The patients were treated for endovascular dvt using a trellis, and 2 non-medtronic devices. At post procedure follow-up appointment, the patient¿s presented with procedure related complications, access site hematoma, pain, persistent access site ecchymosis, herapin induced thrombocytopenia, intra-abdominal bleeding requiring transfusion, and retroperitoneal hematoma requiring evacuation and 18 non-procedural related deaths.